Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the force bipolar instrument was stuck on tissue, the instrument release key was used unsuccessfully, and "the bowel was nicked in the process." Intuitive surgical, inc (isi) contacted the site to obtain additional information, and the following was reported: the uterus had already been removed at the time of the event, and the surgeon was "sweeping the bowel back when [the instrument] got stuck." They had opened the jaws and clamped the force bipolar instrument on the serosal layer of the bowel to move it, and then the instrument would not release. The reporter could not say whether the instrument was in strong grip mode or not, but he did not think it was. The site used a 3rd party stapler release key (signia from medtronic) to attempt to remove the force bipolar instrument. However, the release key from the 3rd party stapler is incompatible with the isi instrument, as the wrench is slightly bigger, and they could not release the instrument. During the event, the customer also contacted an isi technical support engineer (tse) for assistance. However, the issue was not resolved troubleshooting. The surgeons did not want to pull on the instrument or to move it too much; one of the surgeons released the instrument from the usm to try to manually release the jaws by moving the instrument free from the robot. However, the instrument "was clamped on enough that they didn't want to pull it." They used another instrument to try to force the jaws open, without success. A general surgeon came in, and she began to manually move the instrument; she attempted to release the jaws again with another instrument, and this time it worked. There was minimal damage to the bowel; there was no bleeding, no leakage of bowel contents, and no obvious cut into the bowel. The reporter stated that there was a small indent in the tissue that usually happens when an instrument has been clamped on for a while. The general surgeon oversewed the "imperfection" with 3-0 v-loc suture "just to make sure." There was no unexpected tissue removed as a result of this issue. The procedure was reportedly completed safely and robotically, without a conversion to open surgery. Per the reporter, "all three surgeons were very happy with the outcome." He had not heard any follow-up information for this patient, but he believed that the patient is doing fine.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. The force bipolar instrument has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of an image provided by the customer was performed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae). Per the fae, the instrument in the picture looked like a force bipolar instrument where the jaw became dislocated from the distal clevis and the grip cables appeared to be loose on one side of the jaw. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the force bipolar instrument was stuck on bowel tissue; the site was unsuccessful in removing the instrument with a third party stapler release key, but they were able to release the jaws with another instrument after several attempts. There was minimal damage to the bowel; there was no bleeding, no leakage of bowel contents, and no obvious cut into the bowel. However, the surgeons over-sewed the affected area with 3-0 v-loc suture as a precaution. Per the site, the procedure was completed robotically, with an acceptable outcome.

Manufacturer narrative:
Section b5: nearly six months following the procedure, the patient contacted intuitive surgical, inc. (Isi), stating that she has had unspecified gastrointestinal difficulties since the procedure. The surgeon reportedly told the patient that the symptoms are not likely related to the intra-operative complication.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint, and a failure analysis (fa) investigation was completed. The fa investigation replicated and confirmed the customer reported complaint, with the primary failure of "bent grips." The instrument was found to have a bent grip, causing a side-to-side misalignment of the grips, likely causing the instrument to become stuck on tissue. There was a .042¿ offset at the tips. The probable root cause of bent grips with an offset of <0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to either grasping hard tissue/objects or collisions with other instruments. Additional observations not reported by site were as follows: the instrument failed mechanical engagement when placed on the in-house system. The instrument inputs failed to engage with the sterile adapter after multiple attempts. Although the instrument failed engagement after being placed on the system, there was no report of an engagement failure reported in the remote fe log. The instrument was found to have a broken grip cable at the proximal end, likely causing the grip cable to become loose on the distal end. The instrument was found to have a loose grip cable at the distal end. Loose instrument grip cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. The instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged. The instrument passed the electrical continuity tests. No signs of thermal damage were observed. In addition, the surgeon responded to follow-up questions, and the following additional information was obtained: at the time of the event, the bowel was being retracted; that was not target tissue, as she was simply retracting and not attempting to grasp any tissue. The jaws of the instrument were not stuck on tissue when the issue occurred, rather they snapped shut when the instrument malfunctioned. The jaws of the instrument could not be successfully opened intraoperatively, until they finally pried the jaws apart and broke the instrument. No system faults or errors were generated at the time of the event. The instrument was not in strong grip mode at the time, no collisions with other instruments or tools occurred, and there were no abnormalities notes with the instrument, such as a dislodged/misaligned jaw or a grip-tip sticking out. The affected tissue sustained a superficial serosal tear injury that needed to be oversewn, but this still resulted in a successful and acceptable surgical outcome. There was no bleeding noted. The procedure proceeded as normal with a new instrument. The surgeon did not know if the instrument was inspected prior to use.